Event description:
Upon evaluation of the device it was determined that there was melting in the area around the contacts. A request had been made for the return of the suspect device and replacement product was sent.